Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unspecified pacing and sensing issues. It was noted a different lead was potentially needed due to left bundle branch area. The attempted lead was capped and left in-situ. A new lead with a different model number was successfully implanted with no patient complications reported. No adverse patient effects were reported.